Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "hole on side of the valve". This record is for the right side. Device has been explanted and replaced. Device will not be returned.